Manufacturer narrative:
On april 5, 2019, pal-650/serial#: (B)(4), was subjected to internal acceptance testing. The device passed all testing and it was not possible to confirm that there were any issues with the device's functionality. A follow-up phone call between microaire formally designated complaint handling unit and a surgical technician at the user facility took place and it was reported that at times, those in charge of cleaning/sterilization are "in a rush" and do not allow their pal-650 to dry adequately. The surgical technician was instructed to follow the instructions for use associated with the device, and that not allowing adequate dry time can cause intermittent failures of the device. It is likely that the reported issue was caused by the device not being allowed to dry adequately. A review of complaint files has revealed that pal-650 is performing as expected, with regard to this failure mode.

Event description:
On (B)(6) 2019, it was reported that during a liposuction procedure, a pal-650 handpiece would not function. The doctor had to perform the procedure manually until a second pal-650 device was sterilized. This delayed the surgery approximately 60 minutes. There was no patient injury.